Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the left ventricular lead exhibited high thresholds, it was suspected the lead had dislodged. On (B)(6) a lead reposition was attempted but was not successful. The lead was explanted and replaced.